Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and a severely calcified right common iliac artery (cia). A 5.0mmx20mmx143cm nc quantum apex¿ balloon catheter was advanced to dilate the target lesion. However, upon first inflation at 18 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with a 2.0-20/2.7t/143 coyote nc balloon catheter. No patient complications were reported and the patient's status was good.